Event description:
The toshiba cath lab system has 2 problems that occur on an intermittent basis. Records are kept in the cath lab that document the date and time of each occurrence. Problem #1: the back-up alarm on the toshiba x-ray control unit intermittently alarms for no explainable reason. When this occurs, the system must be shut down and then turned on again. There is no other way to clear the alarm. Toshiba svc engineers have spent a tremendous amount of time attempting to identify the problem and correct it. Unfortunately, no cure has been found. In the operator's manual on page 14, this back-up alarm is described under "warning instructions" as follows: <11> back up. This light indicates a problem in the control circuit of the x-ray unit. A buzzer will sound at the same time. When this occurs, turn the power off and on again. (Caution) if this lamp remains alight, turn power off immediately and contact co svc dept. The problem occurs on an average of 1 to 2 times a month. Problem #2: the digital fluorography unit reboots for no reason and without warning. This creates a delay of greater than 3 mins, during which time, images may be lost. This has been a problem since installation. This problem occurs 2 to 3 times a month. The combination of these two problems can create delays and the loss of images as many as 5 times a month.